Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During evaluation the user report was confirmed, the brush was discovered within the suction cylinder. Additionally, two leaks were noted during the scope leak check. The distal sheath was cut with the adhesive cracked and peeling. The forceps passage had tear marks. The ultrasound had multiple broken elements and the elevator water flow channel was loose. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer returned the evis exera ii ultrasound gastrovideoscope because the cleaning brush could not be inserted or removed, and had broken off inside the scope. Upon further review once the device was returned, it was noted that the adhesive was peeling off of the device. This report is being submitted to capture the failing adhesive. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ while a definitive cause for the reported event could not be determined, based on the results of the investigation, one of the following is suspected to have caused the event: age deterioration, causing the adhesive to peel and fail. Excess external forces applied to the device during daily use, including reprocessing. Olympus will continue to monitor the field performance of this device.